Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2011, a revision surgery was performed on (B)(6) 2021 because of a gii ps insert sz 5-6 11mm failure. Current health status of patient is unknown.

Manufacturer narrative:
Additional information: b1, b5, h6 (medical device problem code). H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported insert failure could not be determined. However, the patient¿s reported weight of 395lbs and the length of implantation time cannot be ruled out as precipitating factor to the reported device failure. The patient impact beyond the reported revision could not be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. Additionally, the contraindications for total knee replacement section revealed that conditions that tend to place increased loads on implants such as age, weight, and activity level, which are incompatible with a satisfactory long-term result. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specification, the quality and manufacture of polyethylene shall be controlled. This material is used in the manufacture of surgical implants and instruments, and can be considered surgical grade. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy and weight, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2011, a revision surgery was performed on (B)(6) 2021 because of a gii ps insert sz 5-6 11mm breakage. Current health status of patient is unknown.